Event description:
It was reported the programmer stylus was calibrated many times, but it was still "way off" upon use. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer stylus was unable to calibrate. As a result the overlay/b ezel assembly was replaced. It was also noted that the stylus was missing.